Event description:
It was reported that following the implant of a transcatheter aortic valve, the non-medtronic closure devices failed at the left access site. Subsequently, a tear in the artery was identified. A covered stent was deployed to treat the arterial tear.

Manufacturer narrative:
Continuation of d10: product ID: evfxplus-29 (serial: (B)(6); product type: 0195-heart valves; implant date: on (B)(6) 2026; explant date: na; product ID: l-evolutfx-2329 (lot: 0013235829); product type: 0195-heart valves; implant date: na; explant date: na. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. H6 additional codes medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that at the end of the implant procedure, the tear in the artery was identified due to the non-m edtronic closure devices. The patient's minimum access vessel diameter was reported to be within implant guidelines. The patient's calcification may have contributed to the injury and the procedure was performed with ultrasound guidance. Per the physician, the delivery catheter system (dcs) did not cause or contribute to the injury.